Event description:
It was reported "pump is now giving false no delivery alarms". There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.